Event description:
The customer reported approximately one cup of fluid leaked from the coulter 780 hematology analyzer onto the counter. The leak was not contained within the instrument. The customer stated that one of the tubing was disconnected at the front of the blood sampling valve (bsv). The customer also stated that the tubing cannot be trimmed or reattached due to the tubing is too short. There was no exposure to mucous membranes or open wounds. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the incident. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the tubing had disconnected from port 10 of the blood sampling valve (bsv). The fse replaced the tubing and the instrument performed without any leaks. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).